Event description:
A customer had a problem with a monoject dental 400 needle. Customer states needle broke of in pt's lower jaw during anesthetic admin. Customer was unable to remove needle. Customer states that the oral surgeon is going to leave the needle in place and check x-rays every 3 months for a year to check to see if the needle is migrating. If there is no migration after 1 year and pt has no symptoms the needle will be left in place. The pt was given prophalaxis for infection and is doing well now.